Manufacturer narrative:
A partial lead with the connector pin measuring 12.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during an upgrade implant procedure, the new device exhibited high, out of range pacing lead impedance was observed. Increased capture thresholds were also noted. The lead was capped and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.